Event description:
It was reported that the pt has expired approximately after implant duration of 0.02 months due to unknown reasons. It is unknown if the death was device related. It was additionally reported that a second device, model # 2900, was implanted. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
It was additionally reported that a second device, model #2900 was implanted. Device not returned.